Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the ins replacement was due to normal battery depletion. The reason for the lead revision was unknown; at the time the patient's therapy impedances were in normal range and there was no device issue regarding the lead revision. The cause of the short circuit was unknown. The surgeon replaced the pocket adaptor but the short was still present after the exchange.

Manufacturer narrative:
Concomitant medical products: product ID; 3387-40, lot# j0427852v, implanted: (B)(6) 2004. Product type: lead; product ID: 3387-40, lot# j0427852v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: j0427852v, ubd: (B)(4) 2008, (B)(4); product ID: 3387-40, serial/lot #: j0427852v, ubd: (B)(4) 2008, (B)(4). No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported during an ins replacement it was discovered contacts 5 & 7 had a short circuit. The hcp stated the issue began after a lead revision. No therapy issues were reported because the short circuit was not programmed. No symptoms or complications were reported or anticipated.